Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex round moderate profile 300cc, catalog number 3542645, serial number (B)(4), lot number 5581152. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 300cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during an exam. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503754bc on (B)(6) 2019.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the serial number for the replacement devices were (B)(4) (r) and(B)(4) (l). Manufacturer¿s reference number: (B)(4).